Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, it was observed that half of the dray, silicone insulation had detached from the hemopro cautery tip prior to removing the device from the tunnel. A retractor and forceps were used to remove the detached piece from the initial incision. A replacement device was used to complete the procedure. The hosp did not report any add'l pt effects. The hosp will reportedly not be returning the product in question as it was discarded.